Event description:
On (B)(6) 2012, the patient contacted animas alleging she was obtaining elevated blood glucose (bg) readings for the past 3-4 days. The patient reported that her bg's have ranged from 300's mg/dl to just below 500 mg/dl, with 489 mg/dl being the highest bg result obtained. The patient denied developing symptoms, although she did mention she did not ''feel well'' and tested positive for ketones. The patient claimed she began drinking a lot of fluid in response to the elevated bg excursion and has been giving herself some injections via syringe. The patient confirmed her bg comes down to her normal range of 77-120 mg/dl after injection. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced features of the pump were also set correctly. The patient informed customer support that she uses the ez bg and ez carb features when bolusing. It was noted that all boluses from (B)(6) thru (B)(6) were completed. The patient was limited on time, so she was unable to review pump's alarm history, prime history, suspend history or basal history. At the time of the call, the patient denied any issues with insulin leaking or visible air bubbles within cartridge or tubing. The patient reported that she changed out insulin, cartridge, site and set on (B)(6) 2012. The patient claimed that when she began to obtain the elevated bg's, her bg's were not responding either when treating with pump or by injection and initially thought the high bgs were due to insulin going bad. However, after she began to use new vial of insulin, her bg's responded with injections; however, her bgs would not respond when she attempted to bolus via pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event date was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. During investigation, the pump alarmed for a loss of prime alarm. The force sensor calibration and force sensor resistance was found to be out of specification. No damage or defect was found to the force sensor circuit. Two battery compartment cracks were observed.